Manufacturer narrative:
Results of investigation: the vyaire field service team was able to duplicate the reported problem. The issue was resolved by replacing the defective main board. The vela ventilator was tested and calibrations passed performance checks.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit will not return tidal volumes while on patient. The customer confirmed that there was no patient harm associated with this reported event.